Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the pt had surgery on (B)(6) 2009, using the advansys mid foot plating sys: medial lisfranc plate - (product catalog number unk to date). The pt had a tendon rupture in (B)(6) 2010. The second surgery was done on (B)(6) 2010, to remove the device and perform a tendon plasty. Integra has requested additional clinical info.